Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (approximately 40 mg/dl). Reportedly, the customer's health care professional adjusted the pump settings to resolve the reported low bg levels. Customer addressed low bg levels with food.